Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's blood glucose was 236 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.